Event description:
It was reported that the catheter became entrapped on the guidewire, and the catheter fractured. The 60% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel. A 2.4mm jetstream xc atherectomy catheter was selected for an atherectomy procedure to treat intermittent claudication. When trying to slide the jetstream catheter over the thruway guidewire, it wouldn't slide, so when trying to retract it, it came out along with the guidewire. The doctor tried several times to insert the catheter, but it stuck to the thruway guidewire, making the atherectomy procedure difficult. The thruway guidewire was changed to allow the catheter to be slid in, but with the new thruway guidewire, there were still problems with the jetstream catheter. At one point, the jetstream catheter had kinked and fractured. Finally, the system is completely removed as the atherectomy could not be performed. The procedure was completed using an alternate method. There were no patient complications as a result of this event.